Manufacturer narrative:
Clarification of acronym. Product code dqx. Investigation - evaluation: a review of the complaint history, device history record, documentation, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One used amplatz extra-stiff support wire guide was returned for evaluation. The core was exposed 9 millimeters at 5.1 centimeters from the distal end. No coating defects were noted. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the available information and the appearance of the returned device, a definitive root cause could not be determined. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints.

Event description:
It was reported the physician observed the stainless steel mandril exposed outside the polytetrafluoroethylene (ptfe) on the amplatz extra-stiff support wire guide while he was shaping the wire. This occurred prior to any patient contact. The patient did not experience any adverse effects and did not require any additional procedures as a result of this incident.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported the physician observed the stainless steel mandril exposed outside the tfe on the amplatz extra-stiff support wire guide while he was shaping the wire. This occurred prior to any patient contact. The patient did not experience any adverse effects and did not require any additional procedures as a result of this incident.